Manufacturer narrative:
Full #: p850022/s017. The warnings in the package insert state this type of event can occur. The product was discarded by the patient and will not be returned. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0002242816-2017-00039.

Event description:
The patient states she received the spinalpak stimulator on (B)(6) 2017 for her neck. She changed and repositioned the electrodes and cover patches every two to three days. On (B)(6) 2017, the patient experienced a rash with red itchy pimples that turned to open sores under the 63b electrodes and cover patches. The patient went to urgent care where she was prescribed a triple antibiotic ointment. The patient will use the lt4500 and 72r electrodes instead of the 63b electrodes.